Manufacturer narrative:
This is a follow-up to correct a typo found during a review of the complaint record. The typo is related to section b.2. Of the form FDA 3500a. The "life-threatening" box was accidentally ticked. The report was attributed to a product problem and not an adverse event. Therefore, no box should be ticked in section b.2.

Manufacturer narrative:
This is a combined initial/final report. An on-site analysis by the fse revealed, that the m530 ohx unexpectedly shut off because the mains fuse operated. An investigation of the affected m530 ohx did not reveal any defective component or subassembly inside or attached to the m530 ohx which could have caused the mains fuse to operate. The m530 ohx is more than six (6) years old. It is assumed, that the fuse operated spontaneously due to wear and tear. A review of the complaint database over the last 3 years revealed that there are no (0) similar complaints with an identical issue. The defective mains fuse is considered an isolated, random component failure with no design or manufacturing issue and no indication of an adverse trend. The mains fuse was replaced and the m530 ohx tested. The device worked according to specifications with no further issues.

Event description:
Leica microsystems (B)(4) received a complaint from (B)(6) stating that the m530 ohx unexpectedly shut down during surgery. The procedure was completed with another device. There was no patient injury.